Manufacturer narrative:
B3- date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. The patient noted that their system was auto-reducing and unable to be placed into MRI mode. As such, surgical intervention took place where the lead was replaced, and effective therapy was restored, and MRI mode was enabled.